Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery (sfa). The 6.0mm x 100mm sterling balloon catheter was advanced for dilation. Inflation was performed once to 14atms. During the second inflation, the balloon ruptured at 14atms. The device was removed and the procedure was completed with a 5mm sterling balloon. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Age at time of event : 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).